Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to properly inflate and deflate the device pump mechanism. Upon inspection, a kink in the tubing between the pump and the reservoir was identified. As a result, the cylinders were explanted, and the existing reservoir was drained and retained. A complete new device system was successfully implanted. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100685087. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4).